Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a piston rod issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: a review of the last basal delivery was on 09/15/2014 at 6:48 pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity or any errors, alarms or warnings outside of normal use observed. The battery cap and cartridge cap was not returned; therefore, test caps were used to complete investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no errors, alarms or warnings. A 100 unit cartridge was correctly loaded and displayed. There was no debris found in the cartridge compartment, there was no damage found to the piston and the piston cap was found to be fully seated. The product performed within specification and the reported piston rod issue was not duplicated during device analysis.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).